Event description:
It was reported that this pacemaker device automatically switched to unipolar for both pacing and sensing due to high pacing impedance measurements, measuring at 3000 ohms on the right ventricular (rv) channel. This indicates that the proximal conductor could be broken. Technical services (ts) recommended to have the lead replaced. This device remains in service. No adverse patient effects were reported.